Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of swelling, pain, and heat are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported patient was injected with 2ml of juvéderm® voluma¿ with lidocaine in the "cheeks (upper)". Prior to injection patient was pretreated with emla. Three days later patient developed swelling, pain, and heat on the right hand site of the cheek which "resulted in surgical drainage." Patient was treated with clarithromycin and prednisolone. Symptoms are ongoing.